Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A nurse reported via phone call that they have a patient with current blood glucose of 330 mg/dl who was admitted with diabetic ketoacidosis with blood glucose of 599 mg/dl. Nurse would like to troubleshoot pump to see if it is working. Troubleshooting found that cannula was bent and that customer changed site every 3 to 4 days instead of the recommended 2 to 3. Drive support cap, basal settings, bolus wizard and time and date programming of the pump were fine. Nurse wanted to perform a high pressure test but did not have a clamp. Nurse stated that she will advise customer to monitor pump and follow up with doctor regarding high blood glucose.